Event description:
The pt presented with an acutely ruptured terminal carotid aneurysm on the left. Dr. Used matrix coils with excelsior sl-10 and fasdasher-14. The first coil deployed was a matrix firm without incident. On advancing the second matrix coil, the pt pulse rate and blood pressure dramatically increased, leading dr to presume the aneurysm had ruptured. He reversed the heparin and packed as quickly as he could with the second coil matrix standard. The 3rd coil matrix standard 2d was unable to be fully deployed in to the aneurysm due to friction, and with difficulty was able to be removed, after three quarters of the coil had been deployed in to the aneurysm. The 3rd coil detached in the aneurysm was a matrix standard which was a difficult deployment due to friction. After removal sl-10 it was noted that the sl-10 lumen had been compromised, as it was not easily flushed. By using a small syringe it was possible to clear the lumen, and a 5cm length of what looked like a fiber, was exited from the sl-10 lumen along with thrombus, which was closely adhered to the fiber. Dr has retained this "specimen", for his lab to have a look at; to see if it is just thrombus or if there is in fact a man made fiber present also. The pt was ok after the procedure." Upon analysis on 9/11/2003 the complaint was determined as an MDR.